Manufacturer narrative:
A2: 76 years, a3: male. (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092 , manufacturing site: 3005471919.

Event description:
Consumer relayed he has had utis with use of the m14c, has used unknown qty, unknowm mus, unknown lots over the last 10 years, last one about a month ago. Consumer clarified he does not think these catheters do not cause his utis just that they occur periodically with use of them. He said he only told liberator (who reported it to us) of his recent uti as he said he wanted more qty of catheters per month as when he has these infections he will use 3 catheters per day instead of 2. He said he usually gets utis about once a year since he started cathing as an overall result from cathing and does not think it is the fault of these catheters. Not reporting them as defected in any way. This year he has had more utis - 2 separate utis " a couple months apart" last one being a month ago. His only uti symptom is the feeling of frequency/urgency. He will go to this pcp and get a urine test and then be treated with antibiotics for 14 days and his symptoms goes away. He said the last uti he reported per the urine testing was a "staph infection" in his urine and that was about a month ago. He was treated with antibiotics (name unknown) and symptoms resolved as they always do after treatment. He has not followed up with his urologist and was advised to do so.